Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the device breaking during the procedure. The tip was retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the tip of the probe was broken off. It was unknown whether the broken tip could be retrieved or not. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting removing the probe, a probe inserted into an obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe is used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device breaking during the procedure. The tip was retrieved.